Event description:
A customer's mother reported via phone call indicating that they were hospitalized for a high blood glucose level of 800 mg/dl. The customer was hospitalized on (B)(6) 2015 around 12pm-2pm. The mother stated that the customer started feeling symptoms of diabetic ketoacidosis after a malfunction with the tubing of their insulin pump. The customer stated that they were likely to replace their battery cap because it was hard to remove. The customer was sent a new battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.